Event description:
As stated by the customer on (B)(6) 2010: serial # of stretcher is (B)(4). Some screws were loosen out and the stretcher detached from the chassis suddenly with pt. Luckily the nurse held the stretcher and the pt didn't fall to the floor. Another side of holder has 1 screw loosen and lost. This bed was used only 2 years and the concerto overall condition was still good. (B)(4).

Manufacturer narrative:
We are reporting according to exemption # (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.